Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room due to receiving a shock. A review of the shock electrocardiograms showed a double signal and what appears to be p-wave or t-wave oversensing. Additionally, threshold measurements have increased and sensing measurements have decreased. The caller stated there was no longer any slack in the right ventricular (rv) lead and it had pulled up toward the atrium. A revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported.